Manufacturer narrative:
(B)(4). Batch # p93v5r. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. However, when the device was disassembled and it was found that there was a cracked internal component. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the generator displayed note to remove device from patient. After jaws were cleaned, generator displayed, replace instrument. New device opened and worked. No patient impact reported.